Event description:
Consumer stated the bristles on his eq tbp esyflx rf 3ct were falling off/out of 2 of the heads in the pack of 3. "I have used the product before with no problems. I bought it about two months ago. Used it until recently. Individual strands of the brush would come loose in my mouth as I was brushing."